Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred multiple times. Additionally, it was reported that the touch screen was unresponsive. Customer was able to clear the alarm and continued to use the pump for insulin therapy. Customers blood glucose was 110-160 mg/dl.